Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high and low blood glucose. The customer also reported that the insulin pump was not delivering insulin and they did not receive no delivery alarm. The customer's blood glucose was 304 mg/dl at the time of incident. The customer stated that her blood glucose reached over 500 mg/dl. The customer stated that the high blood glucose was treated by giving bolus. The customer also stated that she experienced low blood glucose and her blood glucose declined to 38 mg/dl. The customer stated that she treated the low blood glucose with juice and the blood glucose went up to 220 mg/d to 391 mg/dl. The insulin pump will not be returned for analysis.